Event description:
A malfunction was reported with a code displayed on the device, which occurred without any notable prior events. There was no adverse impact on the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared.